Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed. The patient's status was not known.